Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown; manufacture date - unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01979, 02039).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent right and left total hip arthroplasty on an unknown dates. During post operative monitoring and testing, acetabular osteolysis and liner wear were noted for the right hip. Femoral loosening, subsidence, and liner wear were noted for the left hip. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 16 states, "wear and/or deformation of articulating surfaces." This report is number 1 of 6 MDR's filed for the same event (reference 1825034-2014-01979 & 2039 & 07310 / 07313).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003 and a left total hip arthroplasty on (B)(6) 2003. During post operative monitoring and testing, femoral loosening and subsidence, adverse reaction to metal debris, poly wear, fluid, and joint effusion was noted in the left hip. The fluid was located in the anterior and posterior lateral quadrants and measured 32.7 x 29.8 x 35.6 mm. Additionally, femoral and acetabular osteolysis and poly wear causing head migration were noted in the right hip during post operative monitoring. Patient further reported pain, limping, numbness, muscle spasms, knee/ankle problems and leg length discrepancy. There has been no reported revision procedures to date.